Event description:
The customer reported that while running a hepatitis assay the device failed to deliver the entire amounts of sample to well positions d1-g1 without generating an error message. Field service engineer was dispatched. No death or serious injury was associated with this event.